Manufacturer narrative:
The customer reports that the screen went blank but you can hear the touch screen responding. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. When the device was first booted up, the screen was black and had no picture. The led lights and alarm indicator came on. The inverter was replaced which corrected the reported issue. The device was tested and all steps on the maintenance check sheet from the service manual were completed. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the screen went blank but you can hear the touch screen responding.